Manufacturer narrative:
Customer reported the ichem velocity failing ca controls for bilirubin and cb control for urobilinogen. There were no reports of pt results being affected and no reports of change to pt management as a result. An iris field service engineer (fse) adjusted the probe alignment. The fse ran qc which passed. System was operational.

Event description:
Customer reported control failing for bilirubin and urobilinogen.